Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration and nonfunctioning lead was reported to abbott. As a result, the leads were explanted and replaced. Therapy was restored. It was determined lead migration at the t8 thoracic lead and t10 pulled out when attempting to pull t8. S1 right foot lead was also replaced due to high impedance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-05162, 1627487-2023-05164.. It was reported that the patient's left s1 lead had high impedances and the left t8 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the left s1 and left t8 lead were explanted and replaced to address the issue. It was also reported that during the same surgical procedure, the left t10 lead pulled out when attempting to pull the t8 lead; therefore, the left t10 lead was explanted and replaced to address the issue.